Manufacturer narrative:
75 pen needles affected by this event.

Event description:
Consumer reported found from 2 boxes with the same lot numbers 74-75 pen needles clog during flow check. The same 74-75 pen needles also show a bent non patient end. Informed caller of proper placement of non patient end to pen lot # 3017777. Catalog# 320550. Date of event unknown. Sample status awaiting samples. Total 74-75. Cs0070123.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.